Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an additional procedure to exchange the hinge post due to dislocation.